Event description:
The customer reported to olympus, flipped image issues on the high-definition lcd monitor. It was reported that the procedures performed were therapeutic bulkamid urethral bulking and the flipped image issue occurred multiple times causing procedural delays for less than 30 minutes. Reportedly, one time the procedure was delayed more than 30 minutes. The issue led to suboptimal outcome when image was flipped upside-down and per customer it impacted the success rate and procedure could not be performed in optimal condition, adversely affecting patient care. Due to the reported malfunction, the patient did not receive satisfactory outcome due to technical issues. No error messages that may have been observed because of the failure. The duration of the procedure is 30 minutes. The reported event did not led to the procedure being cancelled or postponed. The procedure did not need to be completed with another device. The reported problem did affect the diagnostic or therapeutic outcome of the procedure. No medical intervention (i.e. Treatment outside the scope of the procedure) required as a result of the reported problem. No other devices connected to the subject device when the failure occurred. Multiple events for flipped image issue reported under the following patient identifiers: 1) patient identifier # (B)(6). 2) patient identifier # (B)(6). 3) patient identifier # (B)(6) (this report). The importer report below to identify a case that took greater than 30 minutes. 4) patient identifier # (B)(6).

Manufacturer narrative:
This report is being supplemented to provide correction to the initial with information inadvertently left out and to provide correction to the initial (a1). Updated fields include: a1, b5, and d8.

Manufacturer narrative:
The customer reported the flipped image issue has happened multiple times in the past few months. Related patient identifiers: (B)(6). The device was not returned, so it was not possible to determine whether the device was satisfied with the performance specification. The device was used for treatment when the reported problem occurred. No other suspected adverse health events have been reported. Based on the results of the investigation, the causes could not be estimated. A definitive root cause cannot be identified. After checking the instructions for use and device labeling, there were no abnormalities leading to the phenomenon. A device history review confirmed that the device was shipped in compliance with the specification. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus the flipped image on the high-definition lcd monitor. The issue was found during an unknown procedure. There were no reports of patient harm.